Event description:
Additional infomation received 27mar2020: degenerative aneurysm.

Manufacturer narrative:
Manufacturer ref#: (B)(4). Summary of investigational findings: this complaint has been reopened since new information was received about which patients in the article received cook products. This complaint now covers patient #7, a patient with a degenerative aneurysm who had a zenith alpha stent graft implanted. At an unknown interval after the procedure open surgery was performed due to endograft infection. The patient experienced a fatal bleeding distal anastomosis and died in-hospital. The death was reported not to be device related. (B)(4) were opened to cover patient #1 and patient #5 respectively. A clinical assessment was made, per this assessment the infection is almost certainly not related to the graft having been infected at the time of insertion unless the infection happens very early days, rather than months after the index procedure. Furthermore it is assessed that regardless of the cause of the endograft infection (which can happen, for example, from even something like dental work but with no antibiotic cover), the actual cause of death was failure of the distal suture line of the open repair graft, and bleeding from that. The endograft had been removed at that point. Cook was unable to conduct a review of the device history record, as the lot number of the complaint device was not provided for the investigation. Infection of the aneurysm, device or access site, including abscess formation, transient fever and pain is a known adverse event. Based on the provided information it has not been possible to establish an exact cause for this event. According to the clinical assessment the interval between the procedure and the infection determines how likely it is that the infection is related to the graft. In this case the interval between primary procedure and secondary open procedure is not known why it has not possible to determine if the infection was related to the graft. Cook will reopen this complaint if further information is received. Cook medical will continue to monitor for similar events. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.

Manufacturer narrative:
Manufacturer ref# (B)(4). After investigation the event for this pr# is no longer reportable. Summary of investigational findings: from a publication review, cook medical became aware of a literature article, ¿open thoracic and thoraco-abdominal aortic repair after prior endovascular therapy¿. The article is a retrospective cross border single center study and 44 patients who had a total of 45 open repairs were presented. This complaint is created due to table 1 in the article where the types of pre-existing endografts and stent are presented, among others cook zenith devices are mentioned. The article does not specify which patient had these stent graft implanted, and therefore there is a lack of information about the indication for the initial procedure, the patient¿s comorbidities, the indication for the secondary open procedure and the patient outcome. No imaging was provided. The information given in this complaint and the article was reviewed and a clinical assessment was made. Per the clinical assessment ¿the series of 44 patients who had a total of 45 open repairs (one was a two-stage open repair) included one zenith alpha thoracic graft, but there is no indication as to which case involved this graft in the series. The indications for the original endovascular procedures was varied, but dissections were the biggest group. The age range was from 15 to 80 years old. It is noted that one graft was deployed post-trauma, and another was for a coarctation of the aorta. Either of those could have been the very young patient. Reasons for the secondary open repairs were also varied, including endoleaks, persisting false lumen perfusion, disease progression (the biggest single group), device-specific failure, infection, and one graft misplacement into the false lumen rather than the true lumen. No further analysis can be done on this due to the lack of any other specific information.¿ since the article does not specify which patients had these stent grafts implanted, there is a lack of information about the indication for the initial procedure, the patient¿s comorbidities, the indication for the secondary open procedure and the patient outcome. It has therefore not been possible to determine a likely cause for the event. Since this is a cross-border study it is also possible that some of these events have already been reported from another entity. Cook has not been able to retrieve any further information. Cook will reopen the investigation if further information is received. Cook medical will continue to monitor for similar events. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Manufacturer narrative:
Manufacturers ref# (B)(4). Catalog# is unknown but referred to as cook zenith alpha taa. (B)(4). Investigation is still in progress. Article: keschenau, p.r. Et al. "Open thoracic and thoraco-abdominal aortic repair after prior endovascular therapy", journal of vascular surgery, 2018, volume 68, issue 2, 655 - 656.

Event description:
Description of event according to article: this article is a study of patients needing open surgical repair after having had endovascular repair. It is listed that one of the patients in the study had a zenith alpha thoracic stent graft implanted. Thus it is concluded that a patient that was treated with a zenith alpha thoracic stent graft later needed open surgical repair. Patient outcome: the stent graft was explanted in 43% of patients in the study, but remained in 57% of the patients. The article does not specify if the zenith alpha thoracic stent graft was explanted. The patient did require additional procedures due to this occurrence. The patient required open surgical repair. It is unknown if the device caused the need for additional procedures. According to the initial reporter, the patient did experience adverse effects due to this occurrence. The patient needed open surgical repair. It is unknown if the device contributed to the adverse effect.